Event description:
It was reported that during a tka procedure the anspach drill had an overheating. The procedure was completed with the same device as they let the device cool off. No patient injuries reported. A delay less than 30 minutes was reported.

Manufacturer narrative:
H10: the device was used in treatment and it was reported that the e6 - overheating error was displayed, the drill was given a few minutes to cool off, bulb irrigation was added, and the case continued without any problems or major delays. Device history record review found that no conditions which could contribute to the reported event were identified. This information is reasonably suggesting that the device met the specifications at the date when it was released to the distribution. A complaint history found similar reports, this issue will continue to be monitored. We could not confirm if there was a relationship established between the reported event and the device. Photos of the device were not provided for evaluation and the device was not returned. Review of the information provided in the field report revealed that once the e6 - overheating error was displayed, the drill was given a few minutes to cool off, bulb irrigation was added, and the case continued without any problems or major delays. Based on the field report, since the drill could be used to complete the case after it was cooled for a few minutes, this was likely the case and the drill functioned as expected. The root cause was established to be undetermined after investigation.